Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 900 mg/dl resulting in a "massive heart attack". Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and placed in a "medically induced coma"; treatment provided was not known. Customer was transferred to "acute medical center" 6 days later, and discharged 18 days later with the issue resolved. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended.